Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks. The device was programmed off at the patient's request. The device was turned on again at a later date. Patient had experienced lightheadedness, and palpitations. Device remains implanted.